Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0ldq0, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported there was inflammation at the implantable neurostimulator (ins) site since implant. It was too close to the skin and it would rub on things like the back of chairs. In (B)(6) 2014, the patient got injections, took steroids, and did physical therapy. It had come back again gradually ¿probably after the first of the year.¿ the ins was implanted deeper in (B)(6) 2014. It still had inflammation and the area was still tender if she pressed on it. There were times that she could feel it more than others. She had severe pain in her buttocks/hip and upper thigh on the side where the implant is. There was a lot of ¿inflammation bursitis type things.¿